Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 3. The home patient (hp) stated one of the unused supply line clamps ws open. The technical service representative (tsr) had the hp cycle the power to receive a system error 2367, then again to get to "press go to start", at which point the hp disconnected and removed the cassette. The tsr assisted the hp to clear the alarms and advised the hp to contact their registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the patient at home guide, the user is instructed to ensure all clamps are closed on unused lines. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.